Event description:
It was reported that the customer experienced difficulties with the quick bolus/wake button on their pump, which required multiple presses to activate the screen. There was no reported adverse impact to the customer's blood glucose level. The customer service team instructed the customer on proper button pressing technique, assisted in removing the pump case, and eventually decided to replace the pump under warranty. The customer was informed to use multiple daily injections as backup therapy and guided on returning the pump with a pre-paid label. A replacement pump was arranged to be shipped to the confirmed address.